Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer declined to troubleshoot at this time. Customer's blood glucose was 297 mg/dl. Customer's sensor glucose was 400 mg/dl. Customer stated that she was seeing her doctor next week and would discuss it with her at that time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.